Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer experienced a high blood glucose level of 500 mg/dl. The customer was treated with manual injections for high blood glucose levels. The insulin pump also received a critical pump error alarm and a broken force sensor was detected during seating or regular delivery alarm was displayed on the insulin pump screen before critical pump error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting was not performed for high blood glucose levels. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device received with critical pump error (open book image) and a broken force sensor was detected during seating or regular delivery due to severe corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Device received with moisture damage on motor assembly and moisture damage on electronic board stack.